Event description:
The manufacturer received information alleging a ventilator service required alarm occurred while the device was in patient use. There was no patient harm or injury reported with this notification. During the evaluation of the device at the manufacturer's service center, a "service required" error code was found in the ventilator's downloaded event log. The device's power management board was replaced to address the issue. Additionally, not related to the issue, dirt was confirmed so the device's motor blower assembly was replaced.